Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported having a reservoir that leaked past both o-rings. The customer stated that she had been having high blood glucose levels and that the reservoir compartment smelled of insulin. Nothing further was reported.